Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-00752. It was reported the patient had their system explanted due to pain at the ipg site and high impedances on the lead preventing them from entering MRI mode. Follow up indicated the patient was doing well post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.